Event description:
The customer reported that patient's dobhoff was pulled to prepare for magnetic resonance imaging (MRI) and was found to have a frayed end with a missing weighted end. Per customer, kidney, ureter, and bladder (kub) confirmed that there was a weighted end in the patient's stomach along with a portion of the tubing. Note: several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot number 2330600564 was reviewed and no anomalies related to the reported issue were observed. There was no sample returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue. As such, a root cause could not be determined at this time. However, a corrective and preventative action has been opened to address the reported issue. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
Section b5 has been updated to include additional information.

Event description:
The customer reported that patient's dobhoff was pulled to prepare for magnetic resonance imaging (MRI) and was found to have a frayed end with a missing weighted end. Per customer, kidney, ureter, and bladder (kub) confirmed that there was a weighted end in the patient's stomach along with a portion of the tubing. Additional information was received from the customer and stated that the weighted end was not removed. The last kub showed that the weighted end (approximately 10.7 cm in length) was over the right lower quadrant of the abdomen. The patient was discharged and the customer further stated that they do not know what the outcome of the weighted end was, as the patient is no longer in their services. The patient was discharged with home health services.